Event description:
It was reported there was a (B)(6) spinal cord stimulation (scs) infection. It was noted there was a left buttock implantable pulse generator (ipg) infection. It was stated, the patient had a fever and chills. It was stated, a CT scan was performed. It was noted, it revealed an infectious process surrounding the stimulator lead wires. It was stated the mid-thoracic region was draining serous-sanguineous fluid that was cultured positive for (B)(6). It was noted the entire scs device was explanted 17 days after implant. It was stated, the infection was component related. It was noted, the patient received IV and po antibiotics during hospitalization and 4 weeks post-discharge. It was stated, the patient resolved without sequelae on 2013 (B)(6).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as implantable neurostimulator (ins) and lead.